Manufacturer narrative:
Bilateral patient with history of radial keratotmy (rk) and corneal crosslinking had the light adjustable lens explanted from both eyes (B)(6) 2020 for the left eye and (B)(6) 2020 for the right eye) as the desired refractive outcome was not achieved after light adjustment treatments. Rxsight's first awareness of the lens explants was (B)(6) 2020. Device history records could not be reviewed as the lens serial numbers were not provided. Explanted lenses were not available for evaluation as the site discarded the lenses. Information that is known is identified below: left eye. Implant date: (B)(6) 2020. Explant date: (B)(6) 2020. Right eye. Implant date: (B)(6) 2020. Explant date: (B)(6) 2020.

Event description:
Bilateral patient with history of radial keratotmy (rk) and corneal crosslinking had the light adjustable lens explanted from both eyes (B)(6) 2020 for the left eye and (B)(6) 2020 for the right eye) as the desired refractive outcome was not achieved after light adjustment treatments. Rxsight's first awareness of the lens explants was (B)(6) 2020.

Event description:
Bilateral patient with history of radial keratotmy (rk) and corneal crosslinking had the light adjustable lens explanted from both eyes ((B)(6) 2020 for the left eye and (B)(6) 2020 for the right eye) as the desired refractive outcome was not achieved after light adjustment treatments. Rxsight's first awareness of the lens explants was (B)(6) 2020.

Manufacturer narrative:
Device history records were reviewed for both lenses. No issues were identified during the review. Information of the lenses is identified below: left eye: implant date: (B)(6) 2020; explant date (B)(6) 2020; serial number: (B)(6); UDI number: (B)(4); manufacture date: 10/22/2019; expiration date: 09/30/2022. Right eye: implant date: (B)(6) 2020; explant date: (B)(6) 2020; serial number: (B)(6); UDI number: (B)(4); manufacture date: 10/28/2019; expiration date: 09/30/2022.